Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, while advancing the steerable guide catheter (sgc) through the septum, there was a puncture of the posterior wall of the left atrium. Then a mitraclip was advanced within the patient. While steering the clip is was not possible to steer the mitraclip down medially into the mitral valve. Troubleshooting was performed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was selected and implanted successfully. The procedure was discontinued; the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.